Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 7th of september 2016 for further investigation. The fse will order a sample nozzle and it will be installed by the customer. The customer received the sample nozzle , installed it and verified alignments. The customer stated they are now receiving z-axis errors when performing dialy checks. The fse adjusted diluent bottom, wash bottom drain, sample cups tube bottom and test cup bottom. Fse ran bio rad qaulity control and results were within specification. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to sample nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported t- axis error on their aia-360 instrument. The error occurs during start up of the instrument and makes a grinding noise. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.